Event description:
An endurant iliac stent graft was attempted to be inserted in a patient for the endovascular treatment of a left common iliac artery aneurysm approximately three weeks ago. The patient previously had stent grafts placed for the treatment of an abdominal aortic aneurysm and this was the patient's fourth abdominal procedure. None of the previously implanted stent grafts were medtronic products and details on the previous procedures are not available. Another manufacturer's guide wire was inserted from the left arm to the left femoral artery. The stent graft delivery system was advanced over the guide wire with a pull-through technique. The nose cone was successfully advanced; however, the base of the nose cone was not able to be advanced due to the vessel tortuosity. The physician aborted the pull-through technique. A lunderquist wire was then inserted from the left femoral artery but it was not able to be advanced due to the vessel tortuosity. The physician performed percutaneous transluminal angioplasty in the area of tortuousity with another manufacturer's balloon catheter and again tried to advance the stent graft with a pull-through technique, but the base of the nose cone still could not pass the tortuous area. While attempting to push the device several times the graft cover kinked at the stent graft stop and the left external iliac artery ruptured just below the bifurcation of the internal iliac artery. The physician implanted another manufacturer's limb from the distal end of the common iliac artery to the external iliac artery as an emergency treatment. This successfully stopped the bleeding. The endurant 162882 was not implanted and the physician completed the procedure. A fem-fem bypass is planned at a later date. No further information was provided. The delivery system was discarded.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (vessel perforation). (Tortuous iliac artery).